Event description:
Additional information was received on (B)(6) 2020 it was reported that the account requested a routine log file review. Manufacturer technical services reviewed the log file and observed pi events occurring on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Section b5: additional information. Section d4: correction. Section h4: correction. Manufacturer's analysis conclusion: a direct correlation between the reported events and heartmate 3 left ventricular assist system (lvas) could not be conclusively established through this evaluation.the controller event log file contained approximately 1 hour of data from (B)(6) 2019. Average pi typically ranged from 2.5-7.8, with a total of 122 pi events. No atypical events or alarms were captured¿the only recorded events were associated with pi events. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information has been provided by the account to this date. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The hm3 lvas instruction for use lists all potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight not provided. The heartmate 3 lvas was implanted during (B)(6) clinical trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to complaints of chest pain, back pain and dizziness. The site reported the patient experienced suction events. A CT scan resulted negative for outflow graft occlusion. The patient's medication was adjusted. The site suspected dehydration as the cause. No further information was reported.